Manufacturer narrative:
Event date estimated as admission details were not provided. Describe event or problem: this complaint will address admission 6 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (driveline and pump pocket infections, dialysis, volume overload) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The account reported that the patient was admitted many times for volume overload and dialysis related needs. The patient had a chronic driveline and pump pocket infection during each admission. This event captures the sixth admission out of fifteen. The event date is estimated as (B)(6) 2020. The patient remained ongoing on hm3 lvas, serial number (B)(6) until ultimately expiring on 11jul2020 (refer to manufacturer report number #2916596-2020-03652). (B)(6) was not returned to abbott for evaluation. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists renal dysfunction and infection (including driveline and pump pocket or pseudo pocket infection) as adverse events that may be associated with the use of the hm3 lvas. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The hm3 lvas patient handbook is also currently available. This handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.